Event description:
This case is from health authority. It was reported that during the unk surgery, it was noted that the tissue was not cut and the battery was found to be dead. Another device was used to complete the surgery. No other information can be provided. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 897c24. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 897c24, and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No.